Manufacturer narrative:
Product analysis summary: a sheath and stylette were in place on the device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 7th, 8th and 9th distal stent wraps with struts bunched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two resolute integrity drug eluting stent (lot number 0009165314 ) were intended to be used to treat a lesion in the mid cx exhibiting moderate tortuosity and severe calcification. No damage was noted to packaging. It is reported that stent deformation occurred in vivo during positioning/advancement. No patient injury reported. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.